Event description:
A medtronic representative reported, the surgeon did his first navigated spin and successfully placed two screws at left l4-l5 and a navigated capstone interbody. He then did a 2nd navigated o-arm spin and proceeded placing screws at right l4-l5. The right l4 was placed, but the right l5 pedicle kept breaking out lateral so the surgeon skipped it and placed a screw at right s1. While placing the s1 screw, inaccuracy became very pronounced posteriorly when tapping. Accuracy was checked by touching the left l4 screw head. The left l4 screw placement was accurate. The surgeon took a 3rd o-arm spin and discovered the right l4 screw was placed inferior (under) to the pedicle. He also discovered that the right s1 screw was slightly lateral and too long, but it was in bone. The right l4 screw was removed and the 3rd spin was then used to navigate a screw into right l4 successfully. The s1 screw was backed out slightly and then rods were placed. Suspect percutaneous reference pin might have been jostled or bumped from original placement as patient was noted to be coughing and jolting a few minutes after oarm was removed upon completion of 2nd spin.. The surgeon used the navlock with awl tip tap set and used a mallet quite a bit when tapping.

Manufacturer narrative:
It is suspected that there was reference frame movement and/or patient movement as root cause for the alleged inaccuracy.